Event description:
Additional information indicates that there is a slight increase of measurement in pacing impedance and on shock lead impedance test. Other measurements are normal consistent. Further, there was also an increase in r-waves. No noise noted. This is a known issue and the patient will be continued to monitor by the clinic. At this time, the ICD still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement during implant procedure. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The ICD remains in service while the ra lead was an attempted implant and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.